Event description:
It was reported that the patient implanted with this spectra penile prosthesis (spp) developed an infection of unknown etiology in the penis area, leading to a replacement procedure. The date of onset of the symptoms is unknown. The entire spp was replaced with a tactra malleable penile prosthesis. No additional patient complications were reported.

Manufacturer narrative:
Investigation summary:based on the information available, there was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptom is known risk associated with spectra penile prosthesis (spp) procedures and is noted as such in the spp instructions for use. Device history record (DHR):the DHR confirmed that the device met all material, assembly, and performance specifications. Device technical analysis:the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Labeling review: the spp instructions for use (IFU) was reviewed. The patient symptoms of infection was found to be listed in the IFU. Investigation conclusion: based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient implanted with this spectra penile prosthesis (spp) developed an infection of unknown etiology in the penis area, leading to a replacement procedure. The date of onset of the symptoms is unknown. The entire spp was replaced with a tactra malleable penile prosthesis. No additional patient complications were reported.